Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was getting a low alert 6 days after the sensor was put on the arm. The patient said she feels horrible, lightheaded, very weak and dizzy at that time. She called her doctor to inform about the readings from the dexcom, she was then informed by the doctor to do a finger stick were patient found out that she was 600 mg/dl. Her husband was the one who drove her to emergency room (ER), upon arrival the egv still reads 43 mgdl and the doctor then took a blood sample and the patient bg was at 1107 mg/dl. The patient was on dka and was given a drip bag of insulin and IV fluids, up until now patient is currently in the hospital and she is doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.